Event description:
Related manufacturer reference number: 2017865-2019-16204. It was reported that the patient presented for initial implant. During procedure, the atrial lead and right ventricular lead dislodged. More information was requested but not provided.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information noted that patient was stable post procedure.